Event description:
The customer reported a fluid leak of approximately 1ml from a unicel dxh 600 coulter cellular analysis system. The leak was not contained within the instrument, and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/12/2015. The fse found an occluded retic stain chamber drain. The fse cleared the occlusion, which fixed the leak. The fse also advised the customer to avoid letting the instrument sit idle for long periods of time and to add a retic stain chamber cleaning to their weekly preventative maintenance. The repairs were verified per established service procedures. (B)(4).